Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(4). Batch: 19079595 the linear leads (model sc-2218-70, serial numbers (B)(4) and (B)(4)) were returned for laboratory analysis. Microscopic and x-ray inspection were performed and revealed all cables were completely broken at the bent/kinked location of both leads. The bent/kinked location is 1 cm from the set screw mark on both clik anchors. There are no exposed cables at the clik anchor site fracture location on either lead. The leads were kinked after they exited the clik anchor resulting in the reported complaint. Based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture on each lead. The leads became bent/kinked after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the patient experienced increased pain. Upon review, all lead contacts except one displayed high impedances and the x-ray taken revealed a bend in the leads. The physician assessed that the bend was causing the high impedances, therefore, the patient underwent a lead revision procedure where the two leads were replaced. The patient was stable post-operatively and has great pain coverage.